Event description:
A review of service data has detected a reportable problem. During servicing, monitor sn (B)(4) was unable to properly recognize a change in ECG signal. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Review of the last pt's downloaded data confirms that the monitor was experiencing pulse voltage and pulse current faults. The cause of the inability to recognize a change in signal and the pulse current / pulse voltage faults is a defective u413 component. The cause of the defective component is a low output at pin 8. The root cause of the low output cannot be positively identified. No adverse event resulted from the defective component.